Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok 10ml was damaged, breaking. The following information was provided by the initial reporter: hope you¿re having a good week! Xxx from xxx sent me a note on a product complaint you might be experiencing with the #309695 control syringe thumb holes breaking.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok 10ml was damaged, breaking. The following information was provided by the initial reporter: hope you¿re having a good week! Xxx from xxx sent me a note on a product complaint you might be experiencing with the #309695 control syringe thumb holes breaking.